Event description:
The patient reported that they had sudden pain down the right leg at the implantable neurostimulator (ins) site a couple of months prior to the report. The pain caused the patient to be unable to sleep at night. The patient mentioned that sitting was also painful. It was indicated that the ins was loose, and the patient thought it was on a nerve. The patient could feel the device through her skin at the left buttock. It was noted that the ins would move up and down; there was no turning or flipping. It was indicated that the patient had lost five pounds. There was an appointment to have the device removed on (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.